Manufacturer narrative:
The tech found the side rail center arm is broken. The tech found the cause is the side rail was damaged in use, on a wall mounted fixture. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side rail center arm assembly to resolve the issue. Based on the info, no further action is required.

Event description:
The account reported the side rail will not latch. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).